Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance. The lead remains in use. The patient is a part of the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.